Event description:
It was reported that the pacemaker was found to be in safety mode. It was noted that the patient experienced some discomfort due to the pacing parameters utilized by safety mode. The patient underwent emergent device replacement and no additional adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.